Event description:
Attorney filed complaint and served court documents stating that the pt's power standing wheelchair caused her death. Court document served to distributor and distributor reported the MDR event to chief power chair, llc -the MFR-.